Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation on (B)(6) 2019, it was found the right ventricular lead exhibited noise on (B)(6) 2019. The noise was unable to be reproduced in an office setting. The device was reprogrammed. The patient was asymptomatic and would be monitored.